Event description:
Dealer alleges when turning the tdxsp-mcg power chair on advised shows missing the following as tilt recline and another box. Dealer advised joystick cable was pinched with exposed wires.